Event description:
Event description guidant received information that the patient with this implantable cardioverter defibrillator (ICD) passed away in september of 2002. The patient's wife called in stating the before his death the patient said he was hit by lightening. The device was explanted before the patient's cremation and given to the patient's wife. She noted burn marks on the back of the device. Additionally, the patient's wife reported that the device was emitting tones.